Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used, blood coagulation disorder, smoker, bone resorption, pain, mobility.